Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device could not power on. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not shock at the selected energy level. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and determined that the root cause of the reported issues is damaged h-bridge circuit / pcb. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not shock at the selected energy level. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.